Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 10/23/2020. H.6. Investigation: customer returned two (2) loose 31gx8mm, 0.5ml insulin syringes. Consumer reported found 4 syringes from 2 boxes that would not draw up insulin. Both returned syringes were examined, then tested for flow: neither syringe was able to draw properly. A wire test was then performed on both samples: the wire passed through both cannula, however, there was a small, clear residue observed at the tip of the wire after being through each cannula. Under the microscope the residue was identified as residual silicone from the manufacturing process. A review of the device history record was completed for batch# 9231296. All inspections and challenges were performed per the applicable operations qc specifications. There were two (2) notifications [200842833, 200845168] noted that did not pertain to the complaint. Process: the racks carrying the hub with cannula move further down along a rail, a pullout device moves the cannula out a small distance for adhesive to be applied. During the parts pass under the corona treater pins and exposed to an ion rich corona field, which increases surface energy wettability to aid in the adhesion of the adhesive to the hub. The cannula is then re-inserted into the hub with vacuum. The pim inspection systems looks for adhesive clogs and rejects the needle assemblies in the process. Reviewed DHR records, logbooks & maintenance history from sap did not find any potential causes/ adjustments to the process. No root cause determined.

Event description:
It was reported that 4 syringe 0.5ml 31ga 8mm 10bag 500 pl/wg would not draw up insulin during use. The following information was provided by the initial reporter: material no: 928857 batch no: 9231296 & unknown. It was reported that the consumer found four syringes from two boxes that would not draw up insulin. Verbatim: consumer reported found 4 syringes from 2 boxes that would not draw up insulin. Couple calling in this case. Wife assist with injections. Found within the past month total 4 syringe from two different boxes. Has the one from today to send back with mailing kit. Has not called in the past for this incident.

Manufacturer narrative:
Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9231296, medical device expiration date: 2024-09-30, device manufacture date: 2019-08-19, medical device lot #: unknown, medical device expiration date: unknown, device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 4 syringe 0.5ml 31ga 8mm 10bag 500 pl/wg would not draw up insulin during use. The following information was provided by the initial reporter: material no: 928857 batch no: 9231296 & unknown. It was reported that the consumer found four syringes from two boxes that would not draw up insulin. Verbatim: consumer reported found 4 syringes from 2 boxes that would not draw up insulin. Couple calling in this case. Wife assist with injections. Found within the past month total 4 syringe from two different boxes. Has the one from today to send back with mailing kit. Has not called in the past for this incident.